Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during initial drain, where the patient failed to check the patient line before connecting and started therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed. Lastly, the guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not check the patient line for proper priming before connecting and started initial drain of peritoneal dialysis therapy. The technical service representative assisted in ending therapy and advised to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.